Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. Low pacing impedance measurements were also noted for the left ventricular lead. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with dried body fluid through out the lead lumen. Visual inspection found the conductor coils deformed at 62, 440, 444, 452, 458, 466 and 471 mm from the terminal pin. Further visual inspection noted melted insulation at 62 mm from the terminal pin, which was attributed to electro-cautery damage. Cuts in the insulation were also seen at 425 to 428 mm from the terminal pin. The infection was not confirmed.